Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Additional products: d1: controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-oct-2023 / serial#: (B)(6) UDI#: (B)(4) h4: mfg date: 06-oct-2022 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 11:47:25, on (B)(6) 2023 at 07:39:41, on (B)(6) 2023 at 09:25:53, and on (B)(6) 2024 at 18:48:59, in which the motor start parameters were atypical. Review of the event log file revealed a controller power up event with an associated pump start event was logged on (B)(6) 2024 at 18:48:50, indicating a loss of power. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 26% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 21% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for twenty-four (24) seconds. No anomalies were recorded leading up to the loss of power. Of note, the alarm log file was not available for analysis. As a result, the reported atypical motor start parameters and loss of power events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power event can be attributed to the double disconnection of both power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6)) and the controller (B)(6) were not returned for evaluation as the products remain in use. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2021 at 13:57:00, on (B)(6) 2022 at 08:08:44, on (B)(6) 2023 at 11:47:25, on (B)(6) 2023 at 07:39:41, on (B)(6) 2023 at 09:25:53, and on (B)(6) 2024 at 18:48:59, in which the motor start parameters were atypical. Log file analysis also revealed two (2) low flow alarms logged since (B)(6) 2024 and above normal power consumption within the analyzed period. The low flow and high-power events are additional findings not related to the reported event. Based on the available information, the device may have caused or contributed to the additional findings. Based on the risk documentation, possible causes of the observed low flows finding may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar high-power events, the most likely root cause of the observed high power can be attributed to external factors such as thrombus formation/ingestion. Review of the event log file revealed a controller power up event with an associated pump start event was logged on (B)(6) 2024 at 18:48:50, indicating a loss of power. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 26% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 21% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for twenty-four (24) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported atypical motor start parameters and loss of power events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power event can be attributed to the double disconnection of both power sources as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed motor start events with parameters outside of the typical range. One of the motor start events was caused by an accidental double disconnect of power sources. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller d4: model #: / catalog #: / expiration date: / serial or lot#: UDI #: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for ev aluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 19/jul/2021 at 13:57:00, on 19/jan/2022 at 08:08:44, on 04/may/2023 at 11:47:25, on 08/sep/2023 at 07:39:41, on 04/nov/2023 at 09:25:53, and on 21/mar/2024 at 18:48:59, in which the motor start parameters were atypical. Log file analysis also revealed two (2) low flow alarms logged since (B)(6) 2024 and above normal power consumption within the analyzed period. The low flow and high-power events are additional findings not related to the reported event. Based on the available information, the device may have caused or contributed to the additional findings. Based on the risk documentation, possible causes of the observed low flows finding may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar high-power events, the most likely root cause of the observed high power can be attributed to external factors such as thrombus formation/ingestion. Review of the event log file revealed a controller power up event with an associated pump start event was logged on 21/mar/2024 at 18:48:50, indicating a loss of power. The data point prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 26% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 21% rsoc. The data point after the loss of power revealed that bat(B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for twenty-four (24) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported atypical motor start parameters and loss of power events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power event can be attributed to the double disconnection of both power sources as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.